Manufacturer narrative:
The event electrodes were not returned to zoll medical corporation; the clinical data was returned and evaluated. Review of the clinical data provides evidence of the customer report with poor coupling between the electrodes and the patient's skin. During follow-up communication with the customer it was stated that the clinician was having difficulty applying the electrodes to the patient due to the patient's size, positioning, and space limitations. Based on the clinical data which coincides with the information disclosed by the customer, the investigation concluded the device operated to specification and alerted the user appropriately that pad to patient coupling was an issue. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to user medwatch form number: (B)(4).

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device prompted "check pads" messages following CPR. Complainant indicated the clinicians continued administering CPR until als responders arrived and transported the patient to the hospital. Complainant indicated that the patient subsequently expired.